Event description:
Approximately six and a half months post hvad implantation, this patient experienced a hemorrhagic stroke. The patient reportedly became disoriented and was urgently transported to the hospital. CT head scan results revealed hemorrhagic stroke. The last report received indicated that the patient had range of motion in all four extremities with residual left hemiplegia. Upon discharge, the patient will be transferred to a rehabilitation center.

Manufacturer narrative:
Pump remains implanted in the patient. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist device (vad) system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The device listed in this report is used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Aftthe heartware vad is used for treatment not diagnosis. (B)(4) is still implanted in the patient. On (B)(6) 2014, a CT head scan was performed confirming the presence of a cerebral hemorrhage. The device is related to the reported event; however, there is no evidence to suggest a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered. Stroke is a known potential complication associated with all patients implanted with vads. Infarction or hemorrhage may be demonstrated either directly by imaging, laboratory, or pathologic examination. Strokes are most often attributed to the patient's complex medical history and medication regimen. Pump remains implanted.